Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer indicated that during patient use, the thermogard tgxp system (sn: (B)(4)) has a loose cable cord. Any movement causes the system to power off. The customer indicated that the system was plugged appropriately. Another system was used to continue with therapy. No known patient consequences were reported.

Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was evaluated by the customer. The thermogard was evaluated by the customer biomedical engineer and no issue were observed. The console is working as intended for use. Zoll service team was not required to provide servicing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).